Event description:
Physician attempted to use a rapid cross pta balloon dilatation catheter with a 45cm 6fr non-medtronic sheath and a .014 non-medtronic guidewire during treatment of a fibrous lesion in patients right distal anterior tibial artery (ata). There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Embolic protection was not used.  The vessel was pre-dilated with the rapidcross pta balloon. The vessel was not post-dilated. A medtronic inflation device was used for balloon inflation. 50/50 contrast inflation fluid was used. The balloon was not passed through a previously deployed stent. No resistance was noted during advancement of the device. Deflation difficulties were reported. No issues were noted during inflation. Balloon was taken to nominal inflation pressure but would not deflate. There was no damage noted to the balloon catheter. The physician cut the hub off the catheter to allow for balloon deflation. The balloon was eventually fully deflated for removal. The balloon was removed intact. The device was safely removed from the patient. A replacement rapidcross pta balloon was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state the shaft is cut at the strain relief, and there is a kink on the shaft approximately 40mm from the rx joint, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.